Event description:
The customer reported inaccurately low blood glucose readings and out of range normal control solution test results with test strips, lot #1j504b. She opened the bottle of test strips on 1/15/97 and immediately performed a fasting blood glucose test. The result was 22 mg/dl. Because she did not have any hypoglycemic symptoms, she did not believe this reading to be accurate. She immediately performed a second test and the result was 30 mg/dl. She then performed a normal control solution test and the result was 230 mg/dl versus a normal control solution range of 107-161 mg/dl. With the co rep the customer performed another normal control solution test. The result was 79 mg/dl versus a normal control solution range of 107-161 mg/dl. She also performed a check strip test and the result was 80 versus a check strip range of 73-96. The code was set correctly for all tests. The customer stated that she removed the desiccant from the bottle of test strips on 1/15/96 immediately after opening them.